Manufacturer narrative:
A customer reported that during sit to stand exercise with a resident using a sara plus, the device moved left side with locked breaks and the resident fell on her knee sustaining slight bruises. The resident¿s left side was weaker than the right side which means that the resident did not bear the weight well. While performing the exercise the front wheels of the sara plus moved sideways (resident's left side) which then caused the left rear castor to pivot around its fixing and the brake to unlock. At this point the resident fell and hit her knee on the floor receiving bruises as a consequence. The break unlocking when the wheel was swivelling was confirmed by the video evidence provided by the customer. Upon arjo representative inspection, it was established that the sara plus lift was in a good condition, no mechanical deficiencies were found. The brake castors were replaced as a precautionary measure. The lift was tested and confirmed functional. To ensure that the product remains within its original manufacturing specification, the devices¿ owner is obligated to maintain the device according to the instruction for use. On weekly basis : "a general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use. Make sure all castors rotate freely and the two rear brakes lock. Where installed, make sure the straight line steering guide locks the rear castor in line." Following the information collected the brakes unlocking might have led to device movement sideways. The device evaluation performed by arjo technician did not reveal any castor brake malfunction. We have not found another complaints where the device would move causing unlocking of the brakes, therefore, the cause of the event reported cannot be determined. To sum up, the sara plus device was being used for resident¿s transfer when the event occurred and in that way contributed to the event. The device was tested by arjo service technician and no malfunction was found. It was confirmed that after castors replacement performed as a preventive action, the brakes worked correctly and the device was released for further use. This complaint decided to be reportable due to the resident's fall reported resulting in minor injury occurrence.

Event description:
Arjo received allegation about the resident's fall on the sara plus lift device. It was indicated that during performing the physio gym sit to stand exercises the front wheels of the sara plus lift moved side ways (resident's left side). This caused the left rear castor to pivot round its fixing and the brake to unlock, this allowed the hoist to rotate left away and the resident fell and hit her knee on the floor receiving bruises as a consequence. The resident has a weak left side and during the sit to stand movement her left side doesn't bear weight as well as her right side. The staff had removed the knee support and the foot plate to give more space for the resident therefore her feet were on the floor during exercises.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.